Manufacturer narrative:
Concomitant medical product: dtma2q1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their device adjusted by their cardiologist and has not felt well since. Follow up indicated that the patient experienced phrenic nerve stimulation as a result of the adjustment. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.